Manufacturer narrative:
Complaint investigation will be performed. Customer ran swab sample a third time, which is outside the package insert instructions that state samples can be run two times. Customer added water to the sample to ensure enough volume; there are no instructions within the package insert for dilution of samples. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime (B)(6) amplification reagent kit (2g28-91) is similar to the abbott realtime (B)(6) amplification reagent kit (8l07-91) sold in the united states. Ticket does not reference a us list 8l07-91 lot number.

Event description:
The abbott realtime CT/ng assay is an in vitro polymerase chain reaction (pcr) assay for the direct, qualitative detection of the plasmid dna for (B)(6) and the genomic dna of (B)(6) in female endocervical or vaginal swab specimens, male urethral swab specimens, or in male and female urine specimens. Customer called to question a negative (B)(6) result received for one sample of a realtime (B)(6) run. Results of the first run were (B)(6) = beyond cutoff and (B)(6) = (B)(6); therefore per package insert instructions for beyond cutoff (B)(6) samples, the sample was repeated. In the second run, the results were (B)(6) = (B)(6) and (B)(6) = (B)(6), but the customer is not confident on the (B)(6) result because the amplification curve is coming up later in the run. The sample type was a swab taken with the abbott multicollect kit. Customer reported that the sample in question was tested a third time and the result generated was (B)(6) for (B)(6). As the sample volume for this third retest was not sufficient, the customer added 1ml of water to bring the remaining sample up to necessary volume for running on the (B)(4) instrument. Abbott realtime (B)(6) assay package insert, 51-608203/r3 contains no instructions for dilution of samples. When asked customer states they are confident no contamination took place after first running the sample. Patient history shows patient as (B)(6) for both (B)(6) and (B)(6) in may, in june it was (B)(6) for both. The expected result for july was (B)(6) as (B)(6) symptoms had disappeared. Patient was being tested for check-up. After testing (B)(6) in june patient received antibiotic doxycycline. Final result that was reported to the physician was (B)(6) for (B)(6) and (B)(6), in consistency with patient history. This incident is being reported to FDA because the incident occurred in (B)(6) using realtime (B)(6) list number 2g28-91 which is same/similar to us FDA approved realtime (B)(6) list number 8l07-91.

Manufacturer narrative:
On march 12, 2020 a review was performed of historical MDR coding and it was identified that the device code of 1227 was incorrectly used in the initial report for MDR 3005248192-2018-00009. The correct code of 1225 has been updated in this follow up report.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the three runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the cutoff controls or negative controls. The third patient sample, giving the only positive result, was diluted which is an off-label usage. Customer ran swab sample a third time, which is outside the package insert instructions that state samples can be run two times. Customer added water to the sample to ensure enough volume; there are no instructions within the package insert for dilution of samples. There is no indication that the abbott realtime CT/ng amplification kit (list 02g28-91) lot 486143 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime CT/ng amplification kit (list 02g28-91) lot 486143 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing of this lot. The CAPA review for abbott realtime CT/ng amplification kit (list 02g28-91) lot 486143 was performed and did not identify any internal or post-production use records which could result in the reported complaint. Complaint history review: the lot specific complaint history review for abbott realtime CT/ng amplification kit (list 02g28-91) lot 486143 did not identify any additional complaints. Product file sample testing was not performed as there is no indication that the abbott realtime CT/ng amplification kit (list 02g28-91) lot 486143 is performing outside of established design performance specifications. Customer returns were not available. Based on the results of the investigation elements a product deficiency for abbott realtime CT/ng amplification kit (list 02g28-91) lot 486143 was not identified. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime CT/ng amplification reagent kit (2g28-91) is similar to the abbott realtime CT/ng amplification reagent kit (8l07-91) sold in the united states. Ticket does not reference a us list 8l07-91 lot number.